Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal an unspecified amount of tampons fell apart leaving pieces inside her vaginal cavity. She manually removed the pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.